Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the calcified 1st diagonal branch. During pre-dilatation of the lesion, the maverick2 balloon was ruptured at 10 atms on the initial inflation. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported patient complications. Patient status listed as "good".